Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) displayed noise that was oversensed leading to greater than two seconds of asystole and inappropriate ventricular fibrillation (vf) episodes. Impedances and sensing were noted to be normal. The clinical observations were not able to be reproduced. A revision procedure was to be performed in the future. There were no adverse patient effects reported. The system remains in service.